Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address loosening of the unknown component at bone to cement interface. Depuy cement was used. Patient presented with what appears to be osteolytic bone loss on both femoral and tibial components. Pain and inflammation were the main reasons for patient to come in to clinic while x-rays revealed large osteolytic pockets under the tibia and anterior portion of femur.